Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. When advancing a 2.50x12mm nc trek balloon, resistance was met with the guiding catheter and the balloon catheter broke in an unspecified area. The device was simply removed. Another balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the guiding catheter resulted in the reported difficult to advance. Manipulation of the device ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.